Manufacturer narrative:
Qn# (B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and the first clip was protruding out of the channel. In order to perform functional inspection on the sample, first the protruding clip was manually removed from the device. Then an attempt to engage the trigger was made by applying hand pressure. Upon engagement of the trigger, no audible ratchet sound was heard indicating that the internal ratchet ears were broken. The next clip did not load properly and it was observed that the third clip was out of position. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that both ratchet ears were broken. One of the ratchet ears was stuck in the left handle ratchet. There were 8 clips remaining in the sample. Clip stacking was visually confirmed as the clips were out of position and stacking on one another in the channel. The broken ratchet caused the clips to become out of position and prevented the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The broken ratchet prevented the clips from loading properly. It could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues. The reported complaint of "jamming - clip stuck in jaw area" was confirmed based upon the sample received. The sample was returned with its rotation tab bent and a clip protruding from the channel. Inspection of the internal components found that both ratchet ears were broken. Clip stacking was visually confirmed as the clips were out of position and stacking on one another in the channel. The broken ratchet caused the clips to become out of position and prevented the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues.

Event description:
It was reported that 12 clips were loaded and ligated properly. However, the 13th clip and after got stuck in the applier and did not come out. Therefore, the device was replaced the with a new one to complete the operation.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The device history review for the product auto endo5 ml lot# 73f1900184 investigation did not show issues related to complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that 12 clips were loaded and ligated properly. However, the 13th clip and after got stuck in the applier and did not come out. Therefore, the device was replaced the with a new one to complete the operation.